Manufacturer narrative:
The device has not yet been returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that intraoperative, a cuff defect was discovered. Requests for additional information have been made with no response received at this time. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.